Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was not connected. The home patient (hp) reported a leak in the set-up, and stated all bags were not properly connected. The technical service representative (tsr) assisted the hp with troubleshooting and advised them to start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint of a reported system error 2240 (air in set) was confirmed and the root cause was determined to be due to an unspecified leak in the disposable. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.